Manufacturer narrative:
Catalog# unk but referred to as a cook celect vena cava filter. Expiration date: unk as lot# is unk. Investigation still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a cook celect vena cava filter implanted on (B)(6) 2008 at (B)(6) by implanting surgeon (B)(6) , m.d." Pt outcome: it is alleged that "[pt] suffered punitive damages." Additional info requested but not yet provided.